Event description:
Large hematoma (entire right forearm- from wrist to elbow) upon arrival to cardiovascular recover room status post percutaneous cardiac intervention (stemi). Rn and cvt (cardiovascular tech) held manual pressure, drained excess blood, mashed hematoma, repositioned tracelet and applied a second tracelet above original tracelet. This facility as well as other facilities within the hospital system have had similar problems with this device. At this facility, there have been at least 23 events over the last approximately 18 months. The manufacturer has been notified, products have been returned, and the manufacturer has provided education to the staff several times. The manufacturer provided initial education as well re-education on multiple occasions throughout this time period. Staff continue to use the device according to the instructions for use and according to the education they received from the manufacturer; but the problems continue. Patients are experiencing hematomas and bleeding requiring additional intervention and monitoring.